Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt did not have stimulation. The pt had several knee surgeries eight months after the implant and due to the surgeries the scs ipg was turned off for several months. No further info is available at this time.